Event description:
A hospital in (B)(6) reported that the upper case of an iw950 cosycot infant warmer heater head was cracked. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint warmer head casing was visually inspected for damage. Results: the case was found to be crazed and cracked. The crack was 14 inches long and ran along the front end of the case. The surface of the case was stick and yellowish in color. Conclusion: the root cause of the damage to the warmer head case is likely to be the use of an incompatible cleaning solution reacting with the polycarbonate plastic of the infant warmer. It is possible for residues of cleaning solution to contribute to a weakening of the plastic over time. The complaint infant warmer is approximately 10 years old. The infant warmer service manual for the affected units features a highlighted diagram of the infant warmer and states the following: the plastic surfaces highlighted in black contain plastic components made from polycarbonate or acrylic, and include the entire heater assembly, bassinet side panels, column cap and front panel fascias. Caution: do not clean the highlighted plastic surface with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. Caution: the chemicals used in these proprietary cleaning products may lead to discoloration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement projects, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.